Event description:
The patient contacted animas on (B)(6) 2012 stating the keypad buttons were intermittently unresponsive for six months. The patient claimed a tear was near the ok button. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump under garment against the body and cleaned it with alcohol wipes. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be torn over the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The up, down, and contrast keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts and the down arrow button contact was found to be inverted.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.